Event description:
Report received from an abbott international affiliate which states, "a patient received 100 mg of morfin (morphine) within an hour. The gemstar pump was connected to the patient, but the patient did not trigger any dose. Pt became more and more doze and the doctor on duty was called. The breathing became more and more slow with their degree of consciousness was affected. Pt was treated with narcanti (narcan) (antidote) and their condition normalized. When the gemstar pump was examined, it showed no dose had been given, but the bag was nevertheless empty and the patient had received 100 mg ketogan IV. Mta (manager of emergency treatment) has checked the pump set and the log, and this investigation did not show anything remarkable." The patient was monitored and recovered. Although requested, no additional information was provided.